Manufacturer narrative:
H10 additional narrative: samples were not returned by consumer; therefore, no further investigation could be performed.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. The final investigation is pending sample return and evaluation.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal an unspecified amount of tampons fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the pieces of pledget and did not seek medical attention. She did not experience any adverse health effects.